Event description:
The customer reported experiencing cgm error 42 with the pump, which persisted even after attempting a pump reset guided by technical support. There was no reported adverse impact to the customer¿s blood glucose level reported. Technical support decided to replace the pump and advised the customer to use mdi as a backup therapy to maintain insulin delivery. The customer was instructed on handling the replacement and return process of the pump, and understood all instructions provided.